Event description:
The manufacturer received information alleging an issue related to a dreamstation bipap autosv device.the manufacturer received information from the patient alleging that the patient has irritation and soreness. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a dreamstation bipap autosv device.the manufacturer received information from the patient alleging that the patient has irritation and soreness. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. No additional information can be requested at this time. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation during the evaluation, the device powered on and air flow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was zero error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.